Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal for the dispenser coil resulted in the reported material split, cut or torn; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when removing the bmw universal ii guide wire from the coil dispenser, the tip was found to be split; therefore the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.